Manufacturer narrative:
H3, h6): the manufacturing representative (rep) attended the site to test the imaging system. A technical specialist was organized to travel, and the door assembly was delivered from the overseas warehouse. The date and time for the repair were coordinated with all parties involved. Technical specialist travelled to the site and replaced the door assembly with assistance from the local field engineer. All necessary adjustments were made to ensure smooth door open/close operation and correct functioning of the status switches during door movement. A complete tracker calibration was performed for the 20 cm fov on the left-hand side (lhs), and for both the lhs and right-hand side (rhs) for the 40 cm fov. Verification was successfully passed for the rhs 20 cm fov, and calibration was not required. The system was handed back to the customer for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Report source updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated "e" initial reporter info. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that attended site to asses damage. Replaced smashed lower door cap cover but found gantry door to not be completely closing and unable to open door from pendant and neither able to manually open. Attended site next morning with colleague and found one of the 4 switches on the top left to have completely broken off. On further inspection found the bottom flex rod actuator where attaching to the door gear assembly to be badly bent. There was no patient present.

Manufacturer narrative:
(H3,h6): no hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.